Event description:
Dexcom was made aware on 09-26-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the back of the upper arm, on (B)(6) 2024. The customer experienced a puncture site infection. The sensor site was cleansed with alcohol prior to sensor insertion on (B)(6) 2024. On (B)(6) 2024 the sensor "went bad." Symptoms included swelling/inflammation, a rash with redness, discoloration, pain, and an infection. The patient had pain and burning sensations in the puncture site area and the redness and swelling increased. The patient went to urgent care where treatment included a prescription oral antibiotic (cephalexin) which was started on (B)(6) 2024. At the time of the report on (B)(6) 2024, treatment continued for the infection. No other customer or event information was available. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).